Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. The caller stated that the insulin pump stopped functioning completely. He stated that the light was on and it turned off. He stated when the act button was pressed, the screen went blank. The customer's blood glucose was 577 mg/dl, which was treated with manual injection. The caller did not observe any damage or corrosion to the battery cap, battery compartment, or spring. The caller stated that he inserted a new battery, but the display had not returned. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.